Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse observed slow y-axis movement, causing the sorter to not activate the y-axis home sensor (s021) properly. The fse replaced the y-axis stepping motor. As a precautionary measure, the fse replaced the y-axis home sensor (s021) pib board. The fse verified sorter cup and tip alignments and cleaned the sample nozzle as routine maintenance. The resolution was verified by performing a daily check and quality control without errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4043] sorter y-axis home overrun . Cause: the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4063] sorter tip pickup z-axis home overrun cause: the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a worn y-axis stepping motor.

Event description:
A customer reported ¿4043 sorter y-axis home overrun and 4063 sorter tip pickup z-axis home overrun" errors on the aia-2000 analyzer. The customer checked the tips and reagent and performed an all-set-home. A technical support specialist instructed the customer to check the waste chute and no obstruction was observed. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.